Event description:
When using the sol-care 1 ml safety syringe flu tray syringes, the safety mechanism fails to engage after approximately 20% of the injections. I reviewed the instructions several times and practiced multiple times. It is difficult to determine when the safety feature engages. There is no click or palpable feel of the engagement. Multiple items when the plunger was pushed in to the zero line, the needle failed to engage. As a result there is a syringe with an exposed needle that cannot be protected with a safety mechanism. This puts patients and nurses at risk for needle-stick injuries.